Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency coronary treatment procedure was finished after a restart of the system. A third-party field service engineer (fse) visited the site and confirmed that intermittent x-ray was disabled. The remote service engineer (rse) reviewed the logfile and found flat detector controller (fdc) communication and serial link errors with the flat detector (fd). The third-party fse solved the issue by replacing the fdc and fd. The fdc was not available for part analysis, but the part analysis of the fd showed a mechanical issue. After the replacement of the fdc and fd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray function is unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.